Manufacturer narrative:
The report of temperature control malfunction ID:02 (tcmid:02)(ce danfoss error) error message was confirmed based on the functional testing and the evaluation of the event log retrieved from the thermogard xp ivtm system console (sn (B)(4)). A probable root cause is attributed to a defective cooling engine. Review of the event log contained multiple tcmid:02 error messages, confirming the reported event. The console was functionally tested and was subjected to a burn-in test for 14 days where a tcmid:02 error message was able to reproduced. Upon further evaluation, it was found that the console's cooling engine is defective. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) were reported for the thermogard xp ivtm system console with serial number (B)(4) for the same tcmid:02 error message. The thermogard xp ivtm system console is a reusable device and was manufactured on 09 oct 2013.

Manufacturer narrative:
The zoll console in complaint was returned to zoll on xx/xx/2014 for investigation. Investigation results as follows: the zoll console in complaint was returned to zoll on xx/xx/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system (sn: (B)(4)) was displaying tcmid:02 (ce danfoss error) error message during rewarming phase. To resolve the issue, the console's power was reset multiple times and the patient therapy resumed. The treatment was interrupted for 5 minutes every time the customer reset the console's power. Same thermogard was used to continue and complete therapy. There were no reports of patient consequences.